Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted infusion pump containing unknown drugs indicated for spinal pain. It was reported that during a routine refill, the hcp was unable to access the pump fill port. An xray indicated the pump had flipped. The physician put the pump on minimum rate and referred the patient to another hcp for a pump pocket revision. Revision was scheduled for (B)(6) 2016. No symptoms were reported and the patient status was stated to be alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.